Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter temperature reading was wrong. During an ablation procedure for atrial fibrillation in the left atrium, mid-procedure, the intellanav mifi open-irrigated catheter was reading abnormal temperature. There were exceedingly high temperatures even outside the body. The procedure was completed using another intellanav mifi open-irrigated catheter with no patient complications. The patient was fine.